Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2018 in which the patient's ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient ceased charging her ipg and in turn it is now unable to communicate with external devices. Surgical intervention may take place at a later date.